Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dialudid 15mg/ml at 5 .0mg/day, bupivacaine 3.8mg/ml at 1.2mg/day, clonidine 165mcg/ml at 55.11mcg/day and baclofen 1000mcg/ml at 334mcg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that they were replacing the pump today, the pump is "pushing too much medication." Over the past 2 refills (dates of refills asked, unknown) they have not gotten out enough medication based on what was expected. The pump was refilled and the patient was brought back a week later and the pump was found to have 17% more medication than it should have. Per the reporter, the patient has "zero complaints and thought her pump was working perfectly fine" and reported having the best summer in over in over 20 years, with the best pain relief. Complaints of pump pushing too much medication came from the managing physician¿s office. 2 refill appointments in a row shown less medication in pump than expected. The diagnostics and troubleshooting performed was after 2 refills with less than expected amounts of medication in reservoir, a 1 week investigation of the amount of medication in reservoir was done from 9/5/22-9/12/22, measuring the amount of medication in pump before and after, compared to the e infusion rate. The office states a 17% increase in medication infused than what was expected. Surgery was on (B)(6) 2022 and the pump was expected to have 10.9cc in the pump and 11.1cc came out. During the surgery to replace the pump, the surgeon, was not able to aspirate the catheter during the procedure with no csf (cerebral spinal fluid) flow throughout multiple locations where he cut the catheter in the pump pocket, and right before the anchor in the spinal incision. The diagnostics and troubleshooting performed they tried to aspirate the catheter with the old pump connected and without pump connected in 3 additional locations. The physician put in a whole new catheter and pump. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# , serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 14-mar-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of pump (s/n (B)(6)) identified that during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. Destructive analysis also identified the internal pump tube was deformed. Analysis of catheter (s/n (B)(6)) identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.